Manufacturer narrative:
Software investigation still in progress. No impact on patient outcome reported.

Event description:
Medtronic spine and biologics representative reported that the site saved anterior/posterior commissure points. However, when the surgeon moves through the axial slices, the red dot shifts and moves the anterior/posterior commissure points laterally. No impact on patient outcome reported.